Event description:
Just after implantation on (B)(6), 2010, the physician observed a ventricular pause on an ECG screen. In addition, some days after the implantation, he observed that the 08:00 am safer switch attempt was performed a few minutes after midnight physician requested an analysis of these observations.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.